Event description:
In 2009, patient reported when he is priming a new infusion set, he will watch the air move out of the infusion tubing and then all of the sudden "it will stop", and for several seconds while the infusion device continues to display that it is priming. Patient stated, it will then "catch up" and he sees the "air move." He stated he believes this is relative to an elevated blood glucose incident and then "his levels diving." He reported, he has not received any error messages. Patient stated he is unsure of the last adapter change. Patient reported, he always primes until he sees insulin coming out the end of the tubing. Patient reported he had an elevated blood glucose level of over 300 mg/dl around 1.5 months ago; he stated he gave a bolus to bring the level down. Patient stated, he watched his levels and continued to bolus for them at least three times, and he then "took a big dive." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Advised he switch to his backup infusion device. On 11/25/2009, company representative reported patient is not experiencing the same concerns. Product was replaced and requested return of suspect product for evaluation.